Event description:
This lead was capped and replaced due to bipolar impedances greater than 1500 ohms and increasing thresholds. The physician also chose to replace the pacemaker at the same time. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.